Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s stimulation was turning off by itself. The patient would feel increased pain on hd settings and would find that the ins had turned off. It was noted that the issue was not battery level related. The caller noted that this had happened two or three times. The patient was instructed to keep a diary of the stimulation shutting off. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the programming was changed to low dose. The cause of the stimulation turning off by itself was not determined. The rep was unable to perform further troubleshooting due to the patient having other unrelated medical issues including a hernia and a shingles flare up. The patient was instructed to keep a diary and to contact the rep when available for troubleshooting. No further complications are anticipated.